Event description:
Device not sensed by system upon connection. Troubleshooting measures were taken with no resolution. Catheter was replaced with a new one and procedure continued with no complications. Manufacturer response for sphere-9 catheter, medtronic (per site reporter). Unknown.